Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf) alleges that the filter has perforated outside the walls of the inferior vena cava and has tilted. The patient became aware of these issues approximately thirteen years and seven months post implant. The patient reports that the pain causes changes in mood and severe anxiety from having to deal with these issues, and it resulted in increased blood pressure and the symptoms that go along with hypertension. Information contained in the medical records indicated that the patient has a history of abdominal pain, gastro-esophageal reflux, venous insufficiency and morbid obesity with a bmi of 44. In a work up for gastric bypass surgery, the patient was noted to have venous insufficiency with bilateral leg edema. The patient had an esophagogastroduodenoscopy with biopsy and a vena caval filter insertion. The filter was inserted via the right internal jugular vein and the filter placed at the level of the l2-l3 junction. The patient tolerated the procedure well and was transported to the post anesthesia care unit in satisfactory condition. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the patient underwent an updated computed tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. The patient became aware of these issues approximately thirteen years and seven months post implant. The patient reports that the pain caused changes in mood and severe anxiety from having to deal with these issues, and it resulted in increased blood pressure and the symptoms that go along with hypertension. Information contained in the medical records indicated that the patient has a history of abdominal pain, gastro-esophageal reflux, venous insufficiency and morbid obesity with a bmi of 44. In a work up for gastric bypass surgery, the patient was noted to have venous insufficiency with bilateral leg edema. The patient had an esophagogastroduodenoscopy with biopsy and a vena cava filter insertion. The filter was inserted via the right internal jugular vein and the filter placed at the level of the l2-l3 junction. The patient tolerated the procedure well and was transported to the post anesthesia care unit in satisfactory condition. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, perforation and retrieval difficulty could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and hypertension do not represent a device malfunction and may be related to underlying patient specific issues. The patient¿s medical history has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.